Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 414 mg/dl and a moderate ketone level identified as dangerous by healthcare provider. The cause was unknown. Customer administered a correction bolus via the pump and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.